Event description:
This is the second of two reports (same user facility, same reporter, same product ID, similar situation, different patients). The integra clinical educator was contacted by the adult intensive care unit (ICU) charge nurse to troubleshoot a situation with a patient with the camino probe in situ. The nurse was unable to see the red depth indicator. Again the nurse and clinical educator suspected that the g probe has been placed in the operating room (or). Intracranial pressure (icp) was displaying 4 mmhg - but the waveform was described as "fuzzy"; otherwise described as a good pulsatile waveform. It was questioned whether it was coming from possible interference from other equipment in the ICU bedspace. The nurse will ask the "ns" to review. The device was in contact with the patient, there was no patient injury, and the event did not lead to an increase in surgery time. No device will be returned. Additional information received on august 26th 2014: the customer is a pretty new camino user so was seeking reassurance on her clinical decision making. Ultimately the clinical educator suggested they get the ns to review. There was no suggestion that they had a monitor issue. No further information was provided.

Manufacturer narrative:
The device involved in the reported incident is not expected ot be received for evaluation. An investigation has been based upon the reported information.